Event description:
It was reported that the speed was unstable. A 2.0mm rotapro was selected for use. The set rotation speed was 180,000rpm. However, rotation was unstable. The procedure was completed with another of the same device. There were no patient complications.